Event description:
New information received notes that programming changes were made during an in-clinic follow up. There were no adverse patient consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right atrial lead exhibiting intermittent under-sensing. No patient symptoms or interventions were reported.